Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported that the low glucose alarm did not sound while she was sleeping, but after an unspecified amount of time, self-treated with orange juice. Customer also reported receiving unspecified treatment from a non-hcp, however, details are unknown as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 device mfg date has been updated based on the extended investigation.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported that the low glucose alarm did not sound while she was sleeping, but after an unspecified amount of time, self-treated with orange juice. Customer also reported receiving unspecified treatment from a non-hcp, however, details are unknown as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.